Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services reviewed available device data, noting reprogramming to secondary sensing vector may be applicable if there are no similar artifacts reproduced in the vector. No adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Technical services reviewed available device data, noting reprogramming to secondary sensing vector may be applicable if there are no similar artifacts reproduced in the vector. No adverse patient effects were reported. This s-ICD remains in service.